Event description:
In 2005, cytcy's technical support department received a call from a dr. Requesting a material safety date sheet (msds) for preservcyt solution dr stated that a vial of presercyt solution fell and splashed into the eye of a person at their facility. Cytye's technical support representative called the facility and spoke to the person involved in the incident, who stated that they had just collected a pt's sample and was swirling the collection device around in the vial. The person said they then dropped the vial and it hit the floor causing the solution to splash into their eyes. They stated that the pt's cervical sample had been in the vial less than one minute. The person immediately flushed their eyes with water for 15 minutes and then went to an emergency room where they state blood testing was performed. Technical support contacted the person the next day for follow up and they stated that they had experienced no problem with their eyes and had not required any additional medical attention since the incident.